Event description:
It was reported by the hosp nursing personnel that they experienced an issue with three of the model 9520 manifold extension lines. They reported that in each instance, while attaching the manifold to add'l tubing the ports detached from the manifold. There were no resultant pt complications from any of the alleged issues reported. The manifolds had antibiotics in them at the time of the alleged event. The hosp stated the all of the manifolds came from the same lot, but have not provided lot info at this time. It was reported that one sample had blood contact and would not be returned for analysis. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.